Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire was used during a calculus removal procedure, performed on (B)(6) 2009. According to the complainant, as the physician was flushing the guidewire while prepping for the procedure, he noticed that the distal end tungsten was torn. The procedure was carried out and finished with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.